Manufacturer narrative:
One device was returned for evaluation. Functional and visual testing were performed. The reported problem was verified by visual inspection. The root cause was fluid ingression on led flex sensor. The led flex sensor was replaced to resolve the issue. Service history review identified this device had not been serviced previously.

Event description:
It was reported that with the device the indicator lights were not working. There was no patient involvement, and no patient harm reported.